Event description:
It was reported that this device was explanted due to an unknown product performance issue. There were no additional adverse patient effects reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).